Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for one day. The patient replaced infusion sets and resumed insulin. No further information avaliable.